Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that the pt states that she has been having pain since (B)(4) of 2012 that has gotten progressively worse. The pain is on the outside of the left hip and in the joint. The leg is weak and it is difficult to put weight on it. She hears grinding and clicking in the hip joint which is uncomfortable. Completed blood work on (B)(6) 2012. She had a doctor's appointment on (B)(6) 2012. The doctor stated that her cobalt level are elevated. She had x-rays and is scheduled for an MRI and aspiration of the hip. She will schedule an appointment for follow-up.